Manufacturer narrative:
Follow-up with facility staff determined patient had previously been on dialysis for approximately 9-12 months with a different manufacturer dialyzer. Patient does not have a history of allergic reactions and there were no recent changes in medications. Physician attributed events to a severe allergic reaction and has discontinued use of this device for this patient. Nxstage cartridge is a single use gamma sterilized disposable. All applicable biocompatibility testing per iso 10993 has met acceptance criteria. No evidence to suggest a device malfunction occurred. This appears to be a random, isolated event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that in 2007, a patient passed out and was unresponsive within 5 minutes of the start of a routine hemodialysis treatment. Treatment was discontinued without rinseback of patient's blood. Patient was given 25mg IV benadryl after treatment discontinued and another 25mg dose a couple of hours later. Nurse reported that patient had a similar episode in 2007, at start of first dialysis treatment with system one. At that time, the treatment was discontinued without rinseback of blood and patient revived on his own without intervention. Patient was admitted to hospital due to concern of possible sepsis, however, all tests were negative and patient discharged without any medical intervention. During the time period of 2007, the patient dialysis treatments were performed with a different manufacturer dialyzer with no similar problems noted. Physician attributed events to severe allergic reaction.